Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump language changed to another language after coming out of storage mode. There was no impact to the customer's blood glucose level. The pump was reset and the language was changed back to english to resolve the issue.